Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Prior to the procedure, it was noted that the lp was unable to dock on the delivery catheter. The catheter was replaced and the lp was inserted. During the procedure, it was noted that the patient experienced ventricular tachycardia (vt). The physician attempted to removed the lp but was unable to dock the lp onto the retrieval catheter. The vt stopped so the physician elected to monitor. Post procedure, the vt occurred again so the physician elected to explant and later replace the lp with a transvenous pacemaker system. The patient was stable.